Event description:
On 03/10: customer reports via fax; a (B) (6) female having CT of soft tissue in neck area. Injector loaded with optiray 320, injection protocol 3.5ml/sec for 73ml volume. Route of administration: IV. Injection with power injector of 70cc of optiray 320 followed by a flush of 30cc normal saline. When technologist went to remove injection tubing, he discovered swelling at the injection site. The pt did not complain of pain. Facility indicates unk pt outcome because, they do not track the pt outside the department. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.